Event description:
Boston scientific received information that, during a device replacement procedure, the shock impedance of this lead increased from 103 ohms to greater than 125 ohms. The lead was reconnected to the related device multiple times, but no change in impedance was noted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.